Event description:
It was reported to boston scientific corporation that an uphold (tm) lite device was used during an uphold lite implantation procedure. According to the complainant, after the procedure, patient complained of pain. The physician thinks he may have to remove the device. No more information regarding this event has been provided. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.